Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for three patients tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples on the c 501 module. The customer repeated the samples for patient 1 and patient 2 on a radiometer abl800 basic analyzer. Patient 1's initial na result was 128 mmol/l. Patient 1's repeat na result on the c 501 module was 139 mmol/l. Patient 1's repeat na results on the radiometer analyzer were 144 mmol/l and 144 mmol/l. Patient 2's initial results were cl 100.8 mmol/l and na 114 mmol/l. Patient 2's repeat results on the c 501 module were cl 87 mmol/l and na 132 mmol/l. Patient 2's repeat results on the radiometer analyzer were cl 92 mmol/l and na 138 mmol/l. Patient 3's initial k result was 45.14 mmol/l. Patient 3's repeat k result on the c 501 module was 4.5 mmol/l. The na electrode lot number was w9756 with an expiration date of 12-feb-2023. The k electrode lot number was g3687 with an expiration date of 15-feb-2023. The cl electrode lot number was l3147 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The customer confirmed the samples had no clots. The field service engineer exchanged the ise vacuum bottles and the tubing for the washing unit. He cleaned the cuvettes. He performed precision testing with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The customer found air bubbles within a syringe. After an ise prime, no further issues were reported by the customer. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.